Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after 3 weeks in use, tube tip was found to have a tear after extubating. No adverse health outcome resulted.

Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection found the sample tube to be incomplete in length as it appeared to have been cut by a sharp object. Instructions for use cautions to avoid contact with sharp edges. The device was reported to have been in use for 3 weeks prior to the tube tip tear being found. No evidence was found during investigation to suggest the event was caused from an intrinsic defect in the product.